Event description:
The pt reported that while watching tv, his infusion device began beeping and displayed 201 and four dashes on the screen. The pt replaced his power pack and the device functioned properly. The power pack had been in use for 3 weeks. The pt was aware of the recall and knew to change his power pack every 2 weeks. The pt's blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.